Manufacturer narrative:
Investigation: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they have received multiple false positive results on both of their instruments (including (B)(6)). Investigation of the database determined that the false positives are not confirmed. Field service was dispatched. Field service cleaned the reader and heater mux, performed normalization, and cal rack. The instrument was returned to the customer functional. Root cause cannot be determined with the information provided. No parts were replaced or returned to bd for investigation. The investigation consisted of a review of the instrument installation and service history. No new risks or trends were determined. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and holgic panther and the results were negative. All positive results were sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and holgic panther and the results were negative. All positive results were sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following information has been updated/corrected: eua# (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained. Specimens were repeated using roche cobas and hologic panther and the results were negative. All positive results were sent out for confirmation. There was no indication that results were reported out and there was no report of patient impact.